Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) was over 600 mg/dl. Reportedly, the customer had ketones; however, customer had not tested ketone level. Manual insulin injections were used to address bg. Reportedly, the pump supplies were changed to address the issue.